Manufacturer narrative:
The device was evaluated by a zoll field service technician. The customer's report could not be replicated. The AED was used on august 2, 2025, and logs showed the device was turned on and operated normally. However, repeated "pads off" messages appeared, meaning the device was not detecting proper contact with the patient and therefore no ECG signal was recorded. This loss of signal is commonly caused by poor pad coupling, which can happen if the pads are not applied correctly, the skin is not properly prepared, or if the skin is wet. The report indicated the patient was pulled from a pool, which likely condtributed to the poor connection. The x series operator guide (9650-002355-05 rev. K) on page 1-22 states "wet, diaphoretic skin can inhibit electrode coupling to the skin. Dry any moisture from the area where an electrode is to be attached". The device passed all functional and stress testing without any issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 2-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.